Manufacturer narrative:
Batch review performed on 14-apr-2025. Lot 2409184: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 14-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved. Batch review performed on 14-apr-2025: cocr 01.25.025 cocr ball head 12/14 ø 32 size xxl +10.5 (k072857) lot 2304109: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 15-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 11 days after primary, the patient came in reporting recurrent joint luxation. The surgeon revised successfully the medacta implants and implanted stryker mdm cup with cemented stem via a posterior approach.